Manufacturer narrative:
Additional information was received that the physician believed that there was a device malfunction with the ipg.

Event description:
A report was received that the patient had not been able to charge the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient¿s ipg was no longer working after 11 years. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had not been able to charge the ipg. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had not been able to charge the ipg. The patient will undergo a revision procedure.